Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache and seizures are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an uneventful xact stenting procedure in the left internal carotid artery. On (B)(6) 2011, the patient presented with right upper and lower extremity twitching and spastic movements accompanied by a headache. The patient was hospitalized with a new onset of seizures. The physician speculated that the seizures were related to the previous strokes in (B)(6) and (B)(6) 2011. Treatment included keppra and rehabilitation services. The patient's condition resolved and the patient was discharged home from rehabilitation services on (B)(6) 2011. The patient has not experienced any further seizures since discharge and remains on the keppra medication. There was no reported adverse patient sequela. There was no additional information provided.